Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. The patient¿s blood glucose level was unknown at the time of the incident. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep. Current measurement, active current measurement tests; it failed the self tests due to a faded white spot in the upper right corner of the lcd screen. No other unexpected critical pump error (open book image) were noted. Per visual inspection there were signs of corrosion on the upper part of the electronic board and on the back of the lcd display. Device has a crack on the battery tube which starts at the corner of the belt clip rails.